Event description:
During use at the user facility the navigation system was operating slowly, which could lead to screen lag. No adverse consequences or procedural delays associated with this event.

Manufacturer narrative:
Device expected for return.

Event description:
During use at the user facility the navigation system was operating slowly, which could lead to screen lag. No adverse consequences or procedural delays associated with this event.